Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the power pcb assembly and the device's battery pins.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during an event involving a patient. There were no adverse effects to the patient as a result of the reported issue.